Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The clinical data file was provided for review. Review of the clinical file revealed that the first two analyses were rapidshock analyses, each consisting of a single segment. The third analysis was a standard two-segment analysis. In all cases, the patient exhibit an organized rhythm with an average heart rate below the 150 bpm threshold for ventricular tachycardia, making the rhythms non-shockable. The AED 3 correctly identified each case as non-shockable. Based on the clinical file, the device meets specification. Analysis for reports of this type has not identified an increase in trend.